Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 53 mg/dl at the time of incident. The customer was treated with food for low blood glucose level. Customer stated at dinner time blood glucose value was 93 mg/dl and about an hour later it was 123 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. The insulin pump will not returned for analysis.